Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of "funny sensations" in chest when getting ready for bed. The patient had been in mvp mode and the physician changed from programming to dddr mode. The device is still in use. No further patient complications have been reported as a result of this event.